Event description:
It was reported that the ipg had reached the end of life. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was not returned.